Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product summary event: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing on due to emi (electromagnetic interference) and episodes with apparent noise on the electrogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was detecting noise in the sensing channel and was unable to sense any r-waves. The programmed icm sensitivity was adjusted to no avail. The icm remains in use. No patient complications have been reported as a result of this event.